Event description:
Heartmate 3 presents with history of colon cancer status post hemicolectomy and chronic clostridium difficile (cdiff) colonization with recurrent diarrhea, and first gastrointestinal bleed event post-left ventricular assist device (lvad) therapy. Hemoglobin (hgb) on admission 5.6. International normalized ratio (inr) 2.2 and aspirin 81 mg. Four units of transfused blood were required, and endoscopic evaluation failed to identify bleeding source. Successfully bridged with heparin to coumadin. Aspirin was discontinued after this event.